Event description:
The patient contacted lifescan in august 2005 alleging that their one touch fasttake meter was prompting. "H-", indicating that either ambient temparature or the meter's temparature was too high to perform a test. The medical affairs specialist spoke with the patient in august 2005 to obtain /verify information. The patient had been unable to test for 3 days due to the reported issue. Pt had maintained their glucophage regimen although they were unable to test in august 2005 they began feeling as though pt was "dislocated". In august 2005 the patient's family member took patient to urgent care for a blood glucose test due to their symptoms. No attempt was made to test on the reported meter in august. They ate food and/or drank a beverage prior to being taken to urgent care. A result of 52 mg/dl was obtained on the urgent care device. Pt was administered orange juice and released. Pt was advised to come back several times that same day to do blood glucose testing. No further treatment was received. There is no indication that the products(s) contributed or caused the injury and medical intervention. The patient symptoms, did not attempt to test their blood glucose level throughout the time of concern, maintained their oral medication regimen, and received treatment for blood glucose level of 52 mg/dl. The patient had been storing their meter and test strips in their bathroom. The customer service agent had the patient allow the meter and test strips to reach operating temperature range and repeated a test. The meter still displayed the message with troubleshooting. Therefore, there is evidence to suggest that the product(s) meet the criteria of a medical device reportable this complaint is being reported as a malfunction due to the unresolved message prompt. The meter, test strips, and controls solution were replaced.